Event description:
It was reported that pump displayed malfunction alarm malf 0 with fault ID 0-0x20c3, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump into storage mode before return, to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.